Event description:
This rv lead was implanted on (B)(6) 2013 and remains implanted up to this time. This lead has farfield sensing issues reported on (B)(6) 2013. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).